Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 29-jun-2026. The unit was returned with noisy complaint, which was confirmed during testing. The issue was traced to damaged compressor mount due to compressor vibration. Additionally, high pressure caused by the muffler being filled with dust, which resulted in a blockage in the feed port and low sieve life (205). Furthermore, the psa cycle being high (16) is an indication the zeolite is getting contaminated by moisture and leak from cannula receptacle due to the high impact to the unit. Ulp, & lower housing were also replaced due to cosmetic damage.

Event description:
It was reported that the patient's unit had an error message and was overheating causing a loud noise. In turn, the unit suddenly shutdown leading to no oxygen causing the patient to have shortness of breath. This happened while they were in a car and they had to go back home, where they were able to use their stationary concentrator to get oxygen again. A replacement unit was sent to the patient and it is working for them.